Manufacturer narrative:
This supplemental report is being submitted to provide the correct date of "g3: date received by manufacturer" in the initial report and the subject device evaluation result. The date of "g3: date received by manufacturer" was july 15, 2021, not august 3, 2021. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc considered that the reported phenomenon was attributed to the failure of the video communication to the processor due to the failure of the cable by the user handling. Olympus stated the appropriate handling of otv-s7proh-hd-12e and the counter measures against abnormalities in the instruction manual of otv-s7proh-hd-12e.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the endoscopic image was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated and the error e311 which indicated the white balance had not been set was displayed due to the failure of the cable. The endoscopic image was not displayed by intermittence. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.